Event description:
Unable to obtain weight, unable to reach account. Rvtip to rvcoil lead impedance warning on 05-jan-2023, measurement consistent with historical values. Device appears to be functioning as programmed at time of transmission. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).